Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 07/13/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump powered on with functional auditory and vibratory features, but the display remained blank and was observed to be cracked. The damaged display was replaced with a test display, and the test display functioned normally.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue. Reportedly, the display was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.